Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly, no moisture damage on the keypad traces noted and the keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was over 600 mg/dl. Device was unable to rewind due to the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.